Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected with addition of (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from an hcp of a clinical study indicated the cause of the lead break was not determined.

Event description:
Additional information was received from a healthcare provider (hcp). It was reported the patient had right arm tremor, severe tingling down the right arm, and high impedances on (B)(6) 2018. It was reported the lead was fractured. The issue resolved without sequelae on (B)(6) 2018. The lead was explanted/replaced on (B)(6) 2018. It was reported the event was related to the device or therapy and unlikely related to the implant procedure.

Manufacturer narrative:
Concomitant medical products: product ID 3389s-40, lot# va0le4q, implanted: (B)(6) 2014, explanted: (B)(6) 2018, product type lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 3389s-40, serial/lot #: (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2018, ubd: 14-may-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) of a clinical study regarding a patient with an implantable neurostimulator (ins). It was reported that the patient had tingling down their right arm and high impedances. Clinical diagnosis was a left side lead malfunction. No action was taken and the outcome was listed as ongoing. The issue was related to the device/therapy and possibly related to the implant procedure. No further complications were reported as a result of this event.